Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that noise lead to some pacing inhibition and decreased pacing lead impedance were observed. It was noted that the patient was non-dependent. The lead was explanted and replaced. The patient was doing well.

Manufacturer narrative:
A partial lead was returned in four segments for analysis. External insulation abrasions were noted at 7.1-7.3cm and 8.1-8.3cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at these locations. This is consistent with the observation from the field of noise and low lead impedance.